Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: f/g,promus element,mr,ous 2.25x16mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found damage along the entire length of the stent. The stent appeared expanded/partially expanded and damaged. A tape/plastic like material was wrapped around and stuck to a portion of the stent. The crimped stent outer diameter could not be measured due to the condition of the returned stent. The balloon was reviewed and no issues were noted. The balloon appeared to have been subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found a tear in the outer shaft polymer extrusion from approx. 1mm distal of the wire port bond to 5mm distal of the bicomponent bond. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occured. The target lesion was located in the right coronary artery. A 2.25x16mm promus element drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent struts were lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. The target lesion was located in the right coronary artery. A 2.25x16mm promus element drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent struts were lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.